Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400, 450 mg/dl. The customer was treated with the manual injection, insulin pen. The customer experienced the symptoms related to high blood glucose such as nausea, abdominal pain, sluggish, dry mouth. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer alleged that insulin pump was under delivering because blood glucose were barely going down on insulin pump. It was stated that the auto mode was not active at the time of incident. The device will not be returned for analysis.